Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. On (B)(6) 2013, the patient had essure inserted. In july 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("crampinng") and menorrhagia ("menorrhagia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, fatigue, headache, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown, the abdominal pain had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication were added. Events headache, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, abdominal pain, abdominal pain lower were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included chest pain, coughing, pleurisy, hemoptysis, drug allergy, knee pain and lower abdominal discomfort. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced mood swings ("mood swings"). In (B)(6) 2013, the patient experienced migraine ("migraine"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("crampinng"). The patient was treated with surgery (on (B)(6) 2014 via bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, fatigue, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, mood swings and migraine outcome was unknown, the abdominal pain had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated the procedure well. The procedure went well and the coils were in place. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one were reported via social media abdominal pain. Most recent follow-up information incorporated above includes: on 29-may-2018: pfs and medical record received. Medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Concomitant disease were added. Events mood swings and migraine added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.